Event description:
It was reported that during a total knee arthroplasty procedure, a tibial articular surface provisional instrument fractured. There was no patient impact or surgical delay as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and is fractured on the medial side of the post feature. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.